Event description:
Guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) died. A family member had called to report that the device did not work properly at the time of the patient's death and that there was clotting around the implantation site that they were worried caused degradation of the patient's health.an inquiry was made ragarding if this device was on a recall/advisory notification list.